Event description:
Patient noticed wet feeling on skin. Upon rn's investigation, chemo tubing was leaking above green cap. Pre-hydration only, no chemo spill. Texium is bonded onto tubing. Leaking was noted where the texium is bonded onto the straight set. This was a one time issue. Have not heard of other issues from this lot or related to bonded texium.